Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion at the liquid crystal display board. No display anomaly or alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a battery out limit and had a partial display. She did not recall the blood glucose reading. The insulin pump had not been dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.